Event description:
Patient was implanted with a replacement nalu peripheral nerve stimulator system on (B)(6) 2022 and underwent a revision on (B)(6) 2022 (see MDR 3015425075-2023-00125). After the revision procedure the patient developed an infection. The patient and physician ultimately chose to perform a full system explant. The nature and location of the infection are unknown and the date of the explant was not provided to the firm. System was discarded at the time of explant and is not available for examination.

Manufacturer narrative:
Limited information was made available to nalu for investigation and the explanted system was not returned for further examination. Infection is a known inherent risk of surgical procedures and the nature and exact location of the infection for this patient was not made available to nalu.